Event description:
It was reported the pt experienced a burning sensation at the lead-extension connection and subsequently began feeling stimulation on the ribs and in the abdominal area. The stimulation is supposed to be in the right lower back and bilateral legs. The symptoms began following a car accident. The pt was seen in the clinic. Impedences were checked and came back normal. A lead migration and/or fluid in the connections were suspected. An x-ray was being considered. Additional info has been requested.